Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. Due to the batch being unknown, no DHR review can be completed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: the root cause is undetermined. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that syringe 1.0ml 31ga 8mm ufii 10bag 500cs cannula length was insufficient. The following information was provided by the initial reporter: material no: 328418, batch no: unknown. It was reported that the needles are different lengths and not centered. Also, some of the needles do not work and seem to have an obstruction and are bent.